Event description:
It was reported that the user experienced fluctuating blood glucose with episodes of hyperglycemia followed by hypoglycemia and treated lows using soda, glucose tablets, and other fast-acting carbohydrates without confirmatory finger-stick testing, after which glucose rebounded high; education and troubleshooting were provided regarding the 15/15 rule and the importance of finger-stick confirmation. Symptoms included hyperglycemia and hypoglycemia. Outcomes included no alarms or alerts and no hospitalization. Investigation included case triage and user education on proper low treatment and verification of glucose with finger sticks. Investigation of this case revealed no device malfunction or component issue and suggested user management factors related to treatment of lows without finger-stick confirmation contributed to the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.